Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had passed away. The patient's health care provider (hcp) was contacted. The hcp office indicated that there were no specific blood glucose related issues known leading up to the patient's death however, the patient had a history of uncontrolled blood glucose levels. The hcp office indicated that the patient was in the process of trying to get a new pump or possibly get additional training on the products. No further information could be provided at that time as the patient's file was unavailable. This report is made based on the indication that the patient had passed away and the use of the insulin pump could not be ruled out as a possible cause or contributor to the event.

Manufacturer narrative:
The patient's next of kin contacted animas on (B)(6) 2012 reporting that the patient had passed away of a heart attack per the death certificate. The reporter indicated that he patient was wearing the pump at the time of death but the pump was not being implicated in the patient's death. During the call, the reporter informed animas that the patient had not begun using the new insulin pump and was still using an old pump. Animas insulin infusion pump: anm 2020 insulin infusion pump, (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.